Event description:
Procedure type: thoracotomy. According to the reporter: fired across the tissue during a thoracotomy case and the egia jaw would not open. To remove the device, the surgeon resected the tissue. Normally, dr lee uses a 60 4.8 reload with the egia short handle. There was no bleeding reported in excess of 250cc. The case was extended by approx 60 mins.

Manufacturer narrative:
(B)(4).